Event description:
It was reported that during patient treatment, the delivered o2 concentration was drifting from set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported fluctuating o2 concentration could not be duplicated. The nozzle units in the gas modules were precautionary replaced. The ventilator then passed functional and pre-use checks and was cleared for clinical use. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high and low o2 concentration. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for low o2 concentration are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks were passed without remarks. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).